Event description:
It was reported that the patient presented to the clinic with a pocket infection. The implantable cardiac defibrillator (ICD) and leads were explanted and later replaced. Extraction of the left ventricular lead resulted in pericardial effusion and cardiac tamponade. The patient required cardiac surgery to repair tear/rupture of coronary sinus branch. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, (B)(6) 2011. (B)(4).